Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unavailable. Reporter is a synthes sales consultant. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2018, the reamer shaft shattered while reaming a patient's tibia. Another set needed to be opened to complete the procedure. There were fragments generated from the broken device, but the surgeon was able to retrieve all pieces. The procedure was completed successfully with a thirty-minute delay. The condition of the patient after the procedure was good. Concomitant device: guide wire (part: unknown, lot: unknown, quantity: 1). This report is for a 5.0mm flexible shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 352.040, lot 9650042: manufacturing site: bettlach. Release to warehouse date: november 03, 2015. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: a product investigation was completed: visual inspection performed observed scratched surfaces in the cannulation of the returned device. Furthermore, one of the 4 tips have a very slight nicked edge when checked under 5x magnification. No new issues were identified on other portions of the device. The received condition of the device agrees with the complaint description and therefore the complaint was confirmed. The relevant drawings were reviewed during investigation and no design issues were noted. Dimensional inspection performed on the cannulations accepted the gage pins of diameters specified on the drawings. A visual inspection, document/specification review and dimensional inspection were performed as part of this investigation. The complaint device was observed with internal scratches and a nicked edge, thus confirming the complaint. While a definitive root cause could not be identified, it is possible that the failure is likely the result of excessive forces such as mating devices misalignment/device being dropped during usage/ handling. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date of event is unknown. Corrected event description. On the initial medwatch report it was reported that ¿reamer shaft shattered while reaming a patient's tibia.¿ this information inadvertently reported on this report. This information belongs to another complaint (B)(4). Therapy date is unknown device code 1069: break reported inadvertently on the initial medwatch report. This code is not applicable for this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, on an unknown date, the two (2) flexible shafts did not go over the guide wire as designed to do, due to which another set needs to be opened to complete the procedure. There was no surgical delay. The procedure was successfully completed. Patient outcome was stable. Concomitant device reported: unknown guide wire (part # unknown, lot # unknown, quantity # 1). This report is for one (1) 5.0mm flexible shaft. This is report 1 of 2 for complaint (B)(4).